Manufacturer narrative:
Initial.

Event description:
It was reported that a user scanned a freestyle libre 3 plus cgm that did not enter warmup and the ilet displayed bg run mode due to a pairing failure; the user replaced the cgm, which scanned successfully, and was advised that readings would resume after warmup. No adverse clinical symptoms reported. Outcomes included temporary suspension of automated dosing with the pump operating in bg run mode until successful cgm warmup and pairing were achieved and no health impact. User support included review of device status and on-call troubleshooting and education regarding system behavior and messages. Investigation of this case revealed a cgm pairing failure that required sensor replacement, after which normal function was expected following warmup. It was concluded, based on previously established findings for similar reports, that the cause was a cgm communication or pairing issue external to the pump.